Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe5713 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure----------unk what was the condition of the uterine tissue i.e., normal or thin, calcified, fragile, diseased?------unk was there any anomaly noted with the stratafix device prior to use?-------no what instruments were used to grasp the needle? -------needle carrier where was the needle grasped during use?------ uterine muscle wall will the device be returned for evaluation? ------yes what is physician¿s opinion as to the etiology of or contributing factors to this event? --------unk what is the patient¿s current status?------unk.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what was the condition of the uterine tissue i.e., normal or thin, calcified, fragile, diseased? Was there any anomaly noted with the stratafix device prior to use? What instruments were used to grasp the needle? Where was the needle grasped during use? Will the device be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic adenomectomy procedure on (B)(6) 2019 and barbed suture was used. The needle broke when sewing uterine cavity during the procedure. The broken needle remained in the uterine muscle wall. The procedure was converted to open procedure to remove the broken needle. Changed another one to complete the surgery. No additional information was provided. Additional information has been requested.